Event description:
Caller reported a malfunction with the pump, identified as code 199, which indicated an issue. This malfunction caused the customer's blood glucose levels to exceed 500 mg/dl, displaying as "high" on the device. To address this, the customer administered a correction bolus through the pump and managed without needing third-party assistance. The customer reset the pump themselves, which prevented confirmation of the fault ID. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer, who was advised to return the faulty pump using a pre-paid label within ten days. The customer acknowledged all instructions provided for the replacement and return process.